Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician experienced difficulty during insertion when threading the guide wire through the needle. The guide wire became kinked almost causing him to redo the procedure. He was able to straighten the wire with a hemostat and placed the catheter successfully. They do not know if this caused a delay in treatment but there was no patient death or complications reported.